Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25feb2019. (B)(4). The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The green led on the power switch did not illuminate. The fse replaced the power switch overlay and the issue was resolved.

Event description:
It was reported that the unit had a power switch light emitting diode (led) failure. There was no patient involvement. The event date was not specified; estimate used.